Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of questionable inr results when testing on his coaguchek xs pst meter with serial number (B)(4). The customer tested at 10:23 pm with an inr of 1.2. He retested at 10:26 pm with an inr of 3.0 using a different finger. He did not believe either result was correct and reported both to his doctor. The customer's therapeutic range is 2.0 ¿ 3.0 inr. He had taken his normal dose of 4 mg. Of coumadin at 8 pm the previous day. The customer was not anemic, did not have anti-phospholipid antibodies, was not taking heparin, had no lifestyle changes, and was experiencing no symptoms. The patient was not adversely affected by the event. The suspect meter and strips were requested to be returned to the manufacturer; replacement products were sent. Retention test strips from lot 144577 were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80) . For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the coaguchek meter and the vial of test strips, which contained 1 strip. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors were used. Donor inr: 2.6 inr and 3.1 inr. Donor hct: 48% and 52%. Testing results: donor #1: master lot strip and customer meter: 2.6 inr. Customer strip & customer meter: 2.6 inr. Donor #2: master lot strip and retention meter: 3.2 inr. Master lot strip and customer meter: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification.